Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The device returned for "remove and attached cassette properly error". The stated problem was verified and repaired. The detection pin, keypad, and overlay were removed and cleaned. The device calibrated and installed software. The device passed all functional and delivery tests.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had "remove and attached cassette properly error". No patient involvement.